Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   Device evaluated by MFR: synergy ous mr 2.25 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent damage. Struts 5-21 from the proximal edge of the stent were slightly twisted and deformed. The remainder of the stent was undamaged. The stent had moved on the balloon approximately 2mm from the distal edge of the proximal markerband. The crimped stent od (outer diameter) of the undamaged section of the stent was measured and was within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the stent damage and movement on balloon occurred. The patient presented with angina pectoris. Intravenous ultrasound (ivus) was performed which revealed a 90% stenosed target lesion located in the moderately tortuous and mildly calcified mid left anterior descending artery (lad). A 2.25 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion. However, during positioning of the device, it was noted that the proximal end of the stent was shortened and the stent shifted to the distal side. The device was removed from the patient's body. The device was advanced near the flat panel display (fpd) for visualization and it was confirmed that the stent shifted to the distal side and was shortened near the mid of the stent. The procedure was completed with another of the same device followed by post-dilatation with a 3.0x8mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.